Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the device was hurting them because it moved and patient did not know if it was the lead or the ins causing hurting them. Patient stated the surgeon said they couldn't take the lead out but they could remove the battery. Agent asked for event date and patient stated (B)(6) 2025. Patient also stated they needed an MRI, reviewed MRI compatibility for depleted ins. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed MRI guidelines and redirected patient to healthcare provider. Agent emailed patient physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Caller state the patient reported they want the stimulator out because she feels like it is causing more pain than helping and she feels it has moved but does not have any way to verify this. Caller states the patient is not an accurate historian, as she stated she has only had this device implanted for 6 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.